Event description:
Air embolism occurred during an ablation with a polarsheath vc (versacross) connect. Upon review, the device is believed to be contributory to the air leak. Previously reported to the device representative.